Event description:
It was reported that the insulin gauge displayed an amount different than expected, specifically showing 18 units instead of the expected 120 units. There was no adverse impact to the customer¿s blood glucose level. The customer was educated on completing the cartridge air removal step before filling the cartridge, and with the help of technical support, they loaded a new cartridge, resolving the issue.